Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 12, 2020, mentor became aware that the patient is ready to place implants and date is set for (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 5, 2020, device was re-evaluated and summary was updated since rupture and capsular contracture were also identified. During the visual evaluation of the device no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis, the reported event was not confirmed. Additional documentation (i.e., post op device photos, videos, and/or pre-operative scans) has been requested for additional review. If received, device will be re-evaluated. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Possibility of bia-alcl should be considered when a patient presents with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient also suffered right side breast implant rupture, and bilateral capsular contracture; baker grade unknown. Hence, field b1 for product problem has been selected, and patient code "capsular contracture", and device code "material rupture" has been added under field h6 on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side late onset seroma. Concomitant products: left side; 375cc mentor memorygel breast implant; catalog number: 3544375; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast implant surgery with mentor medical devices (siltex hpg, 375cc, date of implant (B)(6) 2014 ) has developed a late onset seroma. As a result, an explantation of the right breast implant took place on (B)(6) 2019. No information was provided regarding testing of the seroma fluid. The patient had a mammogram and ultrasound that confirmed fluid in the right breast, in between the implant and the capsule. The fluid will be sent to pathology and test for bia-alcl diagnosis after the explantation surgery. At this time, the results of the pathology report have not been provided. Multiple attempts have been made to obtain additional details regarding this event. Should additional information become available, this case will be re-assessed and notes will be updated.